Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of dyspnea, tissue damage and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the limited information available, a definitive cause for the reported tissue damage, dyspnea and worsening mr could not be determined in this incident although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed since a leaflet flail was noted approximately 3 years post mitraclip implantation. It was reported that on (B)(6) 2015, one mitraclip (cds0201/50410u237) was implanted without reported issue in a patient with degenerative mitral regurgitation (mr) grade 4, reducing the mr from grade 4 to grade 2. On (B)(6) 2018, the patient was hospitalized with dyspnea and moderate to severe mitral regurgitation. The increased mr was due to an observed flail at the medial, anterior leaflet 2 (a2) and posterior leaflet 2 (p2) segment, and disease progression. Although the mitraclip had remained stable and well seated on the leaflets, reportedly, it is unknown if this flail was new or pre-existing prior to the (B)(6) 2015 index procedure. Another mitraclip was implanted as treatment, reducing the mr to moderate, grade 2. The patient is in reported fine condition. No additional information was provided regarding this issue.